Event description:
This supplemental report is being filed to provide additional information regarding product analysis. It was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The sensing vector was set to the primary sensing vector at the time of the shocks. The smartpass feature was off due to the low amplitudes. Clinic testing confirmed there were low amplitudes and noise in all three sensing vectors. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had multiple inappropriate shocks due to oversensing of noise via reduced intrinsic complexes. The sensing vector was set to the primary sensing vector at the time of the shocks. The smartpass feature was off due to the low amplitudes. Clinic testing confirmed there were low amplitudes and noise in all three sensing vectors. The doctor elected to explant the system and replace it with a transvenous system. There were no additional adverse patient effects.